Manufacturer narrative:
Follow-up # 1 ¿ (12/15/2014). The patient¿s meter has been returned on 11/13/2014 and evaluated by lifescan product analysis on 12/5/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verio iq meter is remaining at the same power level and is not recharging. This complaint was classified based on the customer care advocate (ca) documentation and the follow-up information obtained on (B)(6) 2014. The patient manages her diabetes with the insulin pump. The reported power issue began around (B)(6) 2014. For the last two to three weeks since the power issue began, the patient noticed her blood glucose was elevated. She was able to test on another meter at around ¿200 mg/dl.¿ during a doctor¿s office visit, the patient¿s doctor advised her to increase her insulin regimen by 2 units. While the patient had the alleged elevated blood glucose, the patient reportedly had symptoms of ¿dizzy and vomiting.¿ during troubleshooting, the patient indicated that the battery does not need to be recharged. There was no product misuse. The lfs products were replaced and requested back for investigation. This complaint is being reported due to the alleged power issue. The patient¿s alleged symptoms did not meet lifescan¿s criteria of a serious injury. The patient was able to test with another meter and was able to seek medical advice to manage her diabetes accordingly.